Event description:
It was reported that the guide wire tip was kinked in a hard chronic total occlusion (cto > 15 years) lesion and the guide wire did not cross the lesion; however, it was confirmed that the tip was still attached. The physician commented that this was a case where no guide wire could perform well but only a rotablator was the solution. In addition, the polymer was somewhat detached [peeled] from the guide wire, but it was confirmed that no polymer was left in the pt. No additional information was provided.

Manufacturer narrative:
(B)(4). The inability to cross a lesion can be influenced by physician technique, patient anatomical morphology, and patient disease state. Having the appropriate equipment selected for use, related to the case conditions, can also significantly affect crossing and it is expected that guide wires with different performance properties would perform differently in crossing attempts. The guide wire can also be damaged in the attempt to cross. It was reported that the guide wire kinked during the procedure. In this case, the vessel was described as a heavily calcified and hard chronic total occlusion (cto), which likely contributed to the difficulty crossing and the kinked tip. The guide wire was not returned for analysis, however, there was no report of any damage noted to the guide wire prior to use, so the kinked tip is likely the result of attempting to cross a cto lesion. Polymer damage can occur due to, but is not limited to, manufacturing, interaction with the guiding catheter, interaction with a torque device, and/or interaction with patient anatomy. It is possible that the guide wire interacted at an angle with the guiding catheter or with the heavily calcified lesion, which caused the polymer coating to peel. Return of the device may have aided in investigation of the peeled polymer. In this case, it was reported that no polymer was left inside the patient. Although a definite cause of the polymer damage could not be determined, since no damage to the wire was reported prior to use or during preparation, the cause of the polymer peeling appears to be a result of case circumstances. A review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. To ensure that tip and polymer damage do not occur, all guide wires are subjected to a 100% visual and dimensional inspection for wire damage. In addition, a quality control audit is used to verify the product quality.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was provided. A follow up report will be submitted with all relevant information.